Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with cap of the sleeve separated. The posts of the sleeve and the pockets of the cap were noted to be broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that the device (c and d) was received with the cap of the sleeve separated. The posts of the sleeve and the pockets of the cap were noted to be broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c, d additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4) sleeve assembly (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, a boo sound was heard when a forceps was removed from the device. The abdominal air pressure was 10 mmhg/min and high flow. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that a boo sound did not stop even though the device was being held by fingers.